Manufacturer narrative:
The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information and the results of the device evaluation, the investigation determined the likely cause of the reported event was failure of the dr printed circuit board operational amplifier. The device referenced in this report was manufactured prior to implementation of a circuit design change to the operational amplifier and the failure of the operational amplifier is likely related to the design of the operational amplifier.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was observed when the returned device was tested with olympus series 180 scopes and the cause assigned to a faulty patient board set.

Event description:
A user facility reported to olympus that no image was displayed on the monitor when using the olympus, cv-190 with an olympus series 180 scope. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem was found prior to a procedure in which the patient was not under anesthesia and had not been brought into the procedure room when the problem occurred. There was no patient involvement associated with the event. The procedure was completed upon changing out the suspect device with another video system center.